Manufacturer narrative:
Corrected information provided in h.11. The company cartridge was not returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. Associated products were not provided. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: the company ¿ cartridges are qualified for use with compatible company ¿ handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation processsplit tips may occur due to:¿ room temperature too cold/cold ovd.¿ plunger advancement speed too fast.¿ inadequate ovd placed in the cartridge.the IFU instructs to use the company¿ cartridge at operating room temperatures, between, 18° c (64° f) and 23° c (73° f). The IFU instructs to completely fill the cartridge with ovd (that has been allowed to come, to room temperature) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path, with ovd, which may result in damage.the IFU instructs: follow the section regarding directions for use for information on, the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to, manufacturer¿s recommendations may result in iol damage.IFU note: during lens loading and insertion, do not allow the company iol to remain in a, folded condition within the selected iol delivery system for more than 3 minutes prior to, completing insertion into the capsular bag.important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece, and contact company.the handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic, and that the lens moves forward at the same rate as the plunger while slowly, advancing the plunger forward to avoid damaging the lens. When the threads on the knob, make contact with the barrel, turn the knob clockwise approximately ½ turn to engage, the threads and then stop. The iol will now be in the dwell position. Inspect to ensure, the plunger is behind the optic. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that during the intraocular lens (iol), the physician inserted the lens said cartridge was cracked. Additional information has been requested. There are two medical device reports associated with this complaint. This report is 1 of 2.